Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 41 mg/dl. Reportedly, customer believes personal profile settings need to be updated. Additionally, customer was using humalog for over 48 hours. Bg was addressed via glucose gel and consumption of carbohydrates. Customer did not receive additional treatment in the ER as bg levels were back into range. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.